Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged due to placement of peripherally inserted central catheter line. The lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged due to placement of peripherally inserted central catheter line one day after implant date. The lead was repositioned the day after implant date. No additional adverse patient effects were reported.